Event description:
It was reported that the attachment device ran very hot and the bearings were completely worn. The reporter stated that this event occurred during spine surgery, however, the exact date of the event was unknown. It was unknown to the reporter if the surgery was completed without delay and if an identical spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4) evaluated the actual device and the reporter's complaint that the unit is running hot could not be confirmed. The device was tested and the complaint was not duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.